Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged power issue occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an hour after the alleged product issue occurred they developed the symptom of fast heartbeat. The patient denied receiving any type of treatment as a result of these symptoms, however. No other device was used to measure the patient's blood glucose at this time. At the time of troubleshooting the csr noted that there was no misuse of the product and the issue was resolved with training. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. The patient subsequently displayed symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.